Event description:
The patient received multiple inappropriate shocks and presented to the ER. A right ventricular lead failure was identified during system modification. No further patient complications have been reported as a result of this event.